Manufacturer narrative:
(B)(4). The complaint was confirmed with respect to the minicap pouches being damaged, but the root cause could not be determined. Based on the sample analysis, it has been concluded that this issue is due to the patient checking the integrity of the seals. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer reported to baxter (B)(4), that a minicap was open and the exterior pouch was deformed. There was no patient involvement and there was no patient injury or medical intervention indicated at the time of the initial report.